Event description:
It was reported that approximately 2 weeks post implant, a remote transmission showed intermittent right ventricular (rv) lead under sensing during atrial arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.